Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Due to the number of deactivated channels, there was a decrease in speech understanding with the device. There was no report of accident or injury.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to the number of deactivated channels, there was a decrease in speech understanding with the device. There was no report of accident or injury.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a correction to the final report sent on may 10th, 2017. In the previous report the patient's date of birth, patient's gender and electrode type were erroneously omitted.

Event description:
Due to the number of deactivated channels, there was a decrease in speech understanding with the device. There was no report of accident or injury.